Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed high, out-of-range (oor) pacing impedance measurement of greater than 2000 ohms, detected via the patient remote monitoring system. Increase in routine follow up was advised to the patient due to the impedance issue. This patient was scheduled for a follow up check weeks after the detection. Additional information received stated that the impedance measurement were noted to be in normal range during the follow up. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.